Event description:
Information received indicates the brake and brake/steer casters are not locking when engaged in brake.

Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.